Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided serial number and weight information.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their "controller wasn't working at all." Pt's recharging times had been taking around 2 hours ever since they received a replacement controller, and charging never used to take that long. Pt said their controller battery would drain from 100% down to 40%, and the implantable neurostimulator (ins) would get to 80% over span of 2 hours. Pt said that didn't make sense. Patient services (pss) reviewed charging information with pt; explained that charge time could be normal depending on how low implant battery was depleted, and explained the battery percentages aren't 1:1 when draining one battery to charge the other. Pss advised pt to monitor the issue and see if anything changes after receiving the recharger replacement. Pss explained that issues with recharger could be causing the charge duration problem, rather than the controller. Additional information received from the consumer reported that they continued to reposition the paddle and it got warm. The patient met with a technician who reprogrammed them and the problem was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# unknown. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.